Manufacturer narrative:
Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible. Correction: date of event, death, initial reporter first name, initial reporter last name, date received by manufacturer. Additional information: medical device serial# (B)(6) imdrf annex a grid. Imdrf annex g grid. Imdrf annex b grid. Manufacturer narrative: it was determined through investigation of the returned devices that the initially reported suspect device with serial nmber# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the drips did not reach patient due to communication error. So the alaris pump was shutting off, and freezing up. There was patient involvement and patient injury information is unknown.

Manufacturer narrative:
The actual date of event is unknown. Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device had display error code 240.4150.0. Patient involvement was not confirmed.